Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device implant procedure, high, out of range, low voltage lead impedance issue was observed on the ra lead. The patient cable and connecting cable was replaced. The target point was changed several times however was unsuccessful. Lead was removed and a new lead was implanted. Patient was stable with no adverse consequences.

Manufacturer narrative:
The reported field event of high pacing lead impedance was not confirmed in the laboratory. Analysis was normal. No anomalies were found.